Event description:
MFR rec'd a report from the FDA of a pt who was not being properly supervised, became entrapped in the side rails of a bed and apparently suffocated. No one witnessed the incident and no malfunction has been identified. Because no contact was listed in the FDA report, follow up with the rptr was impossible.